Event description:
An 8f sts angio-seal device was deployed following a routine interventional procedure in 2002. The patient was released from the hospital the same day. Later, the patient "twisted and felt a pop" and noticed a hematoma. The following day, the patient presented to the doctor's office and was sent to the hospital. A femostop was placed on the site to stablilize the groin. An ultrasound was performed which revealed a pseudoaneurysm with a tear. In 2002, the femostop was removed for repeat ultrasound and the site continued to ooze. During the ultrasound, the patient coded and did not survive. A large clot was found in the atrium.